Event description:
When the patient bent over, she felt a shock going down her leg. There was no known accident or incident related to the event. It was noted that the patient had been gradually losing stimulation for the last month; the stimulation was not really working to cover her pain any longer. Impedance readings were >4000 ohms on all of the bipolar pairs and >4000 ohms on all or some of the unipolar pairs. C/3 was the only pair with a normal impedance reading of 601 ohms. The stimulator was reprogrammed using c/3 which allowed for some pain relief for the patient. A revision was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).